Event description:
It was reported that cartridge did not fully snap into pump and caller noticed cartridge fit issue while using pump case. There was no reported impact to the customer¿s blood glucose level. Caller removed pump case, inspected pump and pneumatic tap area, removed misplaced o-ring, cleaned area, and confirmed cartridge o-ring issue, then filled new cartridge and followed on-screen instructions, and with guidance from technical support successfully loaded new cartridge onto pump and resumed insulin.